Event description:
Paramedics responded to a person condition unknown. The device was connected to the patient with disposable pacing/defibrillation/ECG electrodes for external pacing. According to the reporter the device alarmed "connect electrodes" and would not pace the patient. The patient was transported to the hospital but the patient's outcome is unknown.